Event description:
On (B)(6) 2009, the patient reported she sees air bubbles in the cartridge of her insulin infusion device while it is in use. She stated the air bubbles appear "almost right away" or within a day of a cartridge change. She stated she is concerned about not getting enough insulin but did not report any physiological effects. During troubleshooting, she stated she attaches the adapter and tubing prior to inserting the cartridge into her device and properly tightens the luer lock. She stated she uses room temperature insulin to fill the cartridge. She changes her cartridge every 3 days and fills the cartridge with 150-200 units of insulin. She said she advances the piston rod to 160 units regardless of how much insulin is present before inserting the cartridge. She stated she does not lubricate the cartridge before filling it. The patient was educated on how to properly fill and change the cartridge. On (B)(6) 2009, the patient stated she completed the cartridge change yesterday but forgot to follow the recommendations and an air bubble immediately formed. The process was reviewed. A request for additional training was submitted. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.